Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the device was used (what layer of tissue and how many layers applied)? Skin- 1 layer. What was the location and incision size of perineo application? Knee- 22cm. What prep was used prior to perineo application? Unknown. Was the prep allowed to dry prior to perineo mesh application? Yes. Please describe how the adhesive was applied on the tape? Painted on from one end to another in light coat. Was the mesh placed over the entire length of the incision? Yes. Was the (B)(4) liquid adhesive placed to cover the entire length of the mesh? Yes. Did the perineo mesh extend beyond the patient incision? Yes. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Not re-prepped. Was the skin prep solution wiped off and let dry before applying adhesive? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes. Telfa. What date did the reaction occur on? Patient started noticing 1 week post-op. How large of an area does the reaction cover? Just where perineo was applied. Do you have any pictures of the reaction? Yes. What was done to address the reaction? Unknown. What type of medication was used to treat the reaction? What was the dosage? When (date) was the medication administered? Was the product removed? Yes was another method used to close the incision? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Were any patch or sensitivity tests performed? No. Can you identify the lot number of the product that was used? No. What is the physician s opinion of the contributing factors to the reaction? Unknown. What is the most current patient status? Good. Patient demographics: initials / ID; age or date of birth; bmi ; gender; patient pre-existing medical conditions (ie. Allergies, history of reactions). Male. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee procedure on (B)(6) 2016 and topical skin adhesive was used. One week following the procedure, the patient experienced a red and itchy reaction where the adhesive was applied. The adhesive was removed. The current status of the patient was reported as good.